Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The device was returned for visual, dimensional and functional inspection. Results of those inspections indicated that the device was manufactured to specification with no indication of damage and functionally acceptable. The event could not be confirmed. The exact cause of the event could not be determined as the reported event could not be reproduced. No further investigation is required at this time.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Bipolar fracture. The surgeon felt that the hip ball didn't sit right and was not sure if the taper on the ball was correct.

Event description:
Bipolar fracture. The surgeon felt that the hip ball didn't sit right and was not sure if the taper on the ball was correct.